Manufacturer narrative:
(B)(4). Section d4: subject devices: (quantity; lot#, dom) 3x; lot# 2103552401; dom: 06 january 2025; UDI: (B)(4). 2x: lot# 2103323992; dom: 02 september 2024; UDI: (B)(4). 2x; lot# 2103436950; dom: 29 october 2024; UDI: (B)(4). Method: the subject seven rt380 adult dual heated evaqua2 breathing circuits were not returned fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that seven rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. No further information was provided by the healthcare facility. Conclusion: without the return of the subject device or further information, f&p healthcare's investigation was unable to determine the cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in japan reported that seven rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in japan reported that seven rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section d4: subject devices: (quantity; lot#, dom). 3x; lot# 2103552401; dom: 06 january 2025; UDI: (B)(4). 2x: lot# 2103323992; dom: 02 september 2024; UDI: (B)(4). 2x; lot# 2103436950; dom: 29 october 2024; UDI: (B)(4). Section d9: device available for evaluation ticked yes. Section g3: date received by manufacturer updated. Method: the subject seven rt380 adult dual heated evaqua2 breathing circuits were received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was performance tested. Our investigation is thus based on the evaluation of the subject devices, the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the returned devices found no abnormalities on devices 1 and 5. Devices 2, 3, 4, 6, and 7 exhibited deformation of the chamber holder. Performance testing using the provided water feedset spike inserted into the holder detected a gas leak, confirming the reported issue. However, when performance testing was conducted with the water feedset spike securely capped, all devices performed within specification. Conclusion: f&p healthcare's investigation determined that the subject devices failed the pre-use leak test because the water feedset was not securely fitted during ventilator testing. F&p healthcare's testing confirmed that when the water feedset spike is properly capped, the devices pass the leak test. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."